Event description:
During a follow-up in clinic, high pacing impedance and high capture threshold were noted on the right ventricular event due to suspected change in the cardiac tissue. Diagnostic imaging was performed, however, no anomalies were observed. No further intervention was performed. The patient was stable and will continue to be monitored.